Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator failed to power on. The device is reporting an obstruction error and a few other unspecified errors. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator failed to power on. The device is reporting an obstruction error and a few other unspecified errors. There was no harm or injury reported. No medical interventions were specified. The ventilator was evaluated onsite by field service engineer (fse) and the customer¿s complaint was confirmed. Errors related to oxygen and pressure were found in the event log. Additionally, the device failed a test step during testing. The device's fio2 sensor, system board, flow sensor, oxygen blending module and three-way solenoid valve needs replaced to address issues. The oxygen blending module and system board were evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module and system board were functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator failed to power on. The device is reporting an obstruction error and a few other unspecified errors. There was no harm or injury reported. No medical interventions were specified. The ventilator was evaluated onsite by field service engineer (fse) and the customer¿s complaint was confirmed. Errors related to oxygen and pressure were found in the event log. Additionally, the device failed a test step during testing. The device's fio2 sensor, system board, flow sensor, oxygen blending module and three-way solenoid valve needs replaced to address issues.